Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was first installed on (B)(6) 2010 and successfully carried out weekly self-tests until (B)(6) 2010. After this date the device began to fail self-tests, switched itself on and off and timed out. The user was alerted to all failures by the red status indicator being illuminated and a beep. The problem with the pad device was caused by a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.